Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when the surgeon removed a 5mm grasper from the port, a constant hissing could be heard. The surgeon had to prod the valves with his finger to stop gas leaking out of the port. The surgeon had to do this a number of times during the procedure and was getting agitated by the distraction of hissing. Carried on with port and get prodding the valves until they reapproximated and stopped leaking, or kept a 5mm instrument inside the port to prevent leaking when the instrument was removed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? The duckbill valve. Was a device inserted in the trocar during the leaking? No if so, what device? No - a 5mm instrument was removed and then the leaking occurred. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution.